Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
The customer contact reported, the pt received less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the bolus mode, to deliver fentanyl 10mcg/ml, a 20mcg bolus dose, a 10 minute pt lockout, a 6 bolus/hr limit and a 250ml container size. On (B) (6) 2010, at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 38ml. The device was removed from clinical service. The customer contact indicated, there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.